Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A specific cause for the patient¿s suspected driveline infection could not be conclusively determined. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection and right heart failure. Section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Additionally, section 6 (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Section 5 ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that driveline infection was not confirmed as no new driveline culture was taken. The patient was changed from keflex (cefalexin) to cefadroxil during a clinic visit on (B)(6) 2023. Echocardiogram results from (B)(6) 2025 were as follows: the left ventricle was severely dilated and systolic function was severely reduced, with left ventricular internal diastolic diameter (lvidd) of 8.3cm and ejection fraction of 10%. A device lead was noted in the right ventricle, and there was borderline right ventricular enlargement. Right ventricular systolic function was mild to moderately reduced. The left atrium was severely dilated, and the right atrium was not well visualized. A dilated inferior vena cava suggested increase right atrial pressure. Lack of respiratory variation in the inferior vena cava diameter was noted. There was no evidence for an atrial septal defect. Trace mitral, aortic, and pulmonic valve regurgitation and mild tricuspid regurgitation was noted. No pericardial effusion was noted. When compared to previous studies, the right ventricular size appeared decreased, estimated right ventricular systolic pressure (rvsp) was elevated, and the left ventricle remained severely dilated with severely reduced systolic function. Prior to implant, the patient had right heart failure with imaging showing the right ventricle appeared dilated with moderately reduced systolic function. Prior to implant, the patient also had mild mitral regurgitation, with an aortic valve normal in structure with no noted regurgitation, thin and pliable pulmonic valve leaflets with normal valve motion and trace pulmonic valvular regurgitation. Driveline infection in 2023 was previously reported for this patient under MFR #: 2916596-2024-05903.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 due to volume overload that was considered secondary to heart failure exacerbation. Weight gain and worsening shortness of breath (sob) were attributed to multifactorial causes, including heart failure exacerbation and worsening depression, which had led to medication nonadherence. Diagnostic testing included a n-terminal pro b-type natriuretic peptide (nt-probnp) level of 1,190 on (B)(6) 2025 and a chest x-ray (cxr) on the same date that showed mild interstitial edema without large effusion or pneumothorax. An echocardiogram was performed on (B)(6) 2025. The patient was diuresed with intravenous (IV) lasix (furosemide). Transplant infectious disease was consulted due to concern for possible driveline infection and recommended IV vancomycin and cefazolin, with transition to oral doxycycline and cefadroxil upon discharge. Pulmonology noted mild bibasilar crackles bilaterally. The patient had reported symptoms of sob for two weeks prior to admission, along with increased swelling in the bilateral lower extremities. No abdominal distention was noted. In the emergency department, the medical team documented worsening dyspnea on exertion, orthopnea, fatigue, and weight gain. The patient¿s dry weight was 262 lbs, and admission weight was 285 lbs. The patient was discharged home on (B)(6) 2025 and was currently there.